Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 14 october 2019 for MDR reportability. On (B)(6) 2015, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and unknown cement. On (B)(6) 2017, the patient underwent a left knee revision due to loosening of the tibial component. The surgeon indicated the tibial tray was loose with no adherence to the underlying cement. He did not comment on the femoral nor patellar components, and they were not revised. The patient was implanted with attune knee system and smartset cement x 1. There were no complications reported with the procedure. Doi: (B)(6) 2015 dor: (B)(6) 2017 (lt knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.